Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 (no image) unsupported scope error. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the reported failure, however occurrence is likely. There were few additional findings. The distal end adhesive was lifting. The colored ring of the air/water housing was worn out. Minor delamination was evident on the light guide tube. Fluid ingress was noted in the scope connector. Air channel and water channel blockage was evident. The water removal ability failed to meet the specified value. The device failed the electrical safety test and air leak test. The device was leaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.